Event description:
Complainant alleged that during training of the medic staff with the device, it displayed a "bridge fault" error message. The complainant indicated that there was no pt involvement in the reported malfunction.